Event description:
It was reported that during a laparoscopic cholecystectomy procedure, although the device was used without any problems for a while, an air leak occurred from the outer seal or the valve after 10mm forceps was inserted through the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Customer reportedly obtained results of 355 mg/dl and 149 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
(B)(4). Damaged duckbill, damaged universal seal assembly. The analysis results found that the b12lt device was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflation issues. In addition, the lower ring of the universal sel assembly and the orifices of the sleeve assembly were cracked. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. The batch record was reviewed and no anomalies were noted during the manufacturing process.